Manufacturer narrative:
Tomita h;nakanishi t;hamaoka k;kobayashi t;ono y; (2010). Stenting in congenital heart disease: medium- and long-term outcomes from the jpic stent survey. Circulation journal : official journal of the japanese circulation society. Https://pubmed.ncbi.nlm.nih.gov/20595775/. As reported in the literature article by tomita h, nakanishi t, hamaoka k, kobayashi t, ono y. Stenting in congenital heart disease: medium- and long-term outcomes from the jpic stent survey. Circ j. 2010 aug;74(8):1676-83. Doi: 10.1253/circj.cj-10-0157. Epub 2010 jun 29. Pmid: (B)(4), after placement of an unknown palmaz stent, late migration of the stent was reported 4 months after stent implantation. There was no reported patient injury. The products were not returned for analysis. No lot numbers were provided therefore product history record (phr) reviews could not be generated. The reported ¿stent migration¿ could not be confirmed as the devices were not returned for analysis. The exact causes could not be determined. Vessel characteristics are unknown. As no lot numbers, catalogue codes or other product information was supplied phrs could not be completed. According to the warnings/precautions in the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters.¿ the use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. Migration of the stent may have occurred for a number of reasons, including inadequate expansion at implantation, and somatic growth of the patient resulting in an enlarged pulmonary artery allowing the stent to then migrate. The limited information available does not suggest a design or manufacturing related cause for the reported events; therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported in the literature article by tomita h, nakanishi t, hamaoka k, kobayashi t, ono y. Stenting in congenital heart disease: medium- and long-term outcomes from the jpic stent survey. Circ j. 2010 aug;74(8):1676-83. Doi: 10.1253/circj.cj-10-0157. Epub 2010 jun 29. Pmid: (B)(4), after placement of an unknown palmaz stent, late migration of the stent was reported 4 months after stent implantation. The device will not be returned for evaluation.